Event description:
It was reported that the silicone foley catheter fell out of a bedbound patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the silicone foley catheter fell out of a bedbound patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" imperfection in balloon due to process ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.